Event description:
It was reported that the right atrial lead was tested with the analyzer in the bipolar configuration with high impedances. The lead was then inserted in the pacemaker and retested in the bipolar and unipolar configuration with undefined resistance. Due to the patient being in chronic atrial fibrillation, the atrial lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.